Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 27.8 mmol/l and ketone level was high. Cause of elevated bg was not known. Customer delivered a bolus via the pump to address bg. Customer went to the emergency room and was subsequently hospitalized. Healthcare provider identified ketone level as dangerous. Customer was treated with intravenous insulin and saline. At the time of the report, the elevated bg/ketones had not been resolved; there was no permanent damage. Customer declined further follow up for discharge date. Customer did not observe any issues with the cartridge, infusion set or insulin. Pump system check with technical support confirmed the pump was functioning as intended.